Event description:
Patient reported left side "high degree of inflammation" caused by breast implant. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation.

Event description:
Patient reported left side "high degree of inflammation" caused by breast implant. Healthcare professional reported left side rupture diagnosed by MRI and mammogram, "concomitant capsulitis", and "unclear milky shading". Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Inflammation/irritation: unable to observe as it is a medical event not related to the device. Additional observations: crease flat observed on the device.

Event description:
Patient reported left side "high degree of inflammation from the breast implants" and rupture diagnosed by MRI and mammography. Diagnosis report noted "concomitant capsulitis on the left¿. Device has been replaced with a non-allergan device.

Event description:
Healthcare professional reported left side rupture diagnosed by MRI and mammogram, "concomitant capsulitis", and "unclear milky shading".